Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008 the patient presented with complaint of c5-6 osteomyelitis and neck pain. He was evaluated and found to have osteomyelitis with kyphotic collapse of the vertebral body c5 and superior endplate generation c6. The patient underwent the following procedures: c4 to c7 posterior cervical fusion; posterior spinal instrumentation c4-7; autologous local bone grafting, rhbmp-2/acs and a tissue product. Per op notes: implants: max system with 12 millimeter screws at c4, 5 and 6 and up going intralaminar hooks at c7 along with two rods and appropriate facet screws. In addition, the patient had a rhbmp-2/acs as well as a tissue product and local bone utilized for fusion match. The hook was compressed on the lamina of c7 and set screw tightened. Once this had all been achieved, final tightening was performed. Following this, the interspinous ligaments were removed at c4-5, c5-6, and c6-7. These spinous processes of c5-6 were removed so as to create increased fusion area posteriorly as well as to provide autograft locally. The grafts were then placed on the decorticated lamina and lateral masses. Following this, autograft was placed and following this, a tissue product was placed. Please note that prior to placing the rhbmp-2/acs, a tissue product and autograft, the wound was irrigated copiously.